Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 501 mg/dl at the time of incident and the other blood glucose level was 504 mg/dl and 439 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer reports they did contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.